Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving a sensor replacement alert on (B)(6) 2025, on day 38 after insertion. An RMA was issued for the return of the sensor for further investigation. The investigation on the returned sensor revealed that the sensor experienced a led short. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The user was offered a sensor replacement as a resolution. B4. Date of this report 28 august 2025. G3. Date received by the manufacturer? 28 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.